Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported